Manufacturer narrative:
The complaint sample was returned to greatbatch and the reported event is confirmed. The reamer handle power adaptor was observed to be bent as reported and also contained numerous dents and gouges. There were indications of wear throughout the complaint sample. A manufacturing review revealed no discrepancies. No further investigation is required. The cause is attributed to wear. Date greatbatch was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the straight reamer handle power adaptor becoming bent/deformed during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that when connected to power, the attachment end started to bend. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.